Event description:
It was reported that during a rotational atherectomy treatment procedure, a burr detachment occurred. Vascular access was gained via the femoral artery. The 99% stenosed, 2.5x28mm lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). The physician advanced the 1.25mm rotablator rotalink plus burr on the floppy rotawire guide wire with an unloaded platform speed of 230,000 rpms and an operating speed of 210,000 rpms. However, after multiple ablation runs for about 250 seconds total, the burr did not cross the lesion. The physician exchanged the floppy rotawire guide wire for an extra support rotawire guide wire. Ablation was again performed with a dropped speed to 209,000 rpms, however, the burr popped through the lesion. The burr was not stuck in the lesion. The 1.25mm burr detached, however, it was able to be retrieved with an unspecified retrieval device via the extra support rotawire guide wire. It was noted that resistance was encountered during ablation, however details are not available. The procedure was completed with this device. No further patient complications were reported, and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the guide wire was returned with the rotablator plus unit. The guide wire was not inserted in the rotablator plus unit. It was noted that the burr of the catheter unit was detached from the catheter and was stuck to the guidewire. It was noted that the coil of the catheter unit was stretched at the distal end. The burr was microscopically examined and the annulus was within specification. The proximal end of the burr was damaged. There was no coil inside the proximal end of the burr. It is probable that when the distal coil was stretched and pulled from the burr, the distal coil was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).